Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization and damage at the fiber tip were observed at 73,759 joules of use. The procedure was completed using a second surgical fiber. There was no report of patient injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The adhesive was found to be burnt, resulting the glass cap/fiber to become loose within the metal cap. Burnt detritus on the metal cap was also observed. The fiber was slightly pushed forward in the metal cap and rotated off center. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.